Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va15r20, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient had a loss of or change in therapy. The caller reported that the patient's device was not working and the patient did not feel anything different when increasing stimulation from 2.0 to 5.0. The patient's bladder symptoms returned about 2 months prior to the call. The patient had fractures in "lumbard" area and extreme muscle spasms, these were confirmed to be unrelated to device or therapy. The caller wondered if the device was not working because the leads may have been "pulled" from the muscle spasms. The patient also reported needing to turn the ins off for radiation treatments for multiple myeloma cancer. The patient was advised how to turn the ins off as needed. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.